Event description:
The customer reported that the device, plpul2520, ultra surgical smoke evacuation pencil, was used during an unknown procedure on (B)(6) 2026 when it was reported, ¿the housing cylinder of the blade broke, without any particular pressure, releasing a fragment into the surgical field, which was then retrieved.¿. There was no report of injury, medical intervention, or hospitalization. Further assessment questioning found that the fragment fell on the surgical field but out of the patient's abdomen. The fragment was recovered with the fingers. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3 initial awareness date was 5/26/26. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.